Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 35mm abdominal aortic aneurysm. The aneurysm was atherosclerotic aneurysm and there was common iliac artery involvement. It was reported that when the patient returned for follow up approximately three months later a type ib endoleak was noted with an increase in the right common iliac aneurysm from 42mn to 45mm. An additional endovascular procedure was carried out and the event was reported to be resolved. The event was reported to not be device or procedure related. No additional clinical sequelae were reported and the patient is fine.